Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
"Customer stated "freeze thaw buttons stick and does not work properly". "Would not thaw-button stuck-finally released. Has happened several times. Follow-up sent on 01/17/2019 - "the freeze/thaw sticking occurring multiple times over the past year. However, it became the norm the last month or two we used it. I would say approximately 15-20 times." (B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-review DHR, x-inspect returned samples. Analysis and finding: a review of the 2 yr complaint history reveals similar issues. Based on the s/n fap12ax, this unit was manufactured in 1997. The complaint condition was confirmed. The observation made on the unit indicated this particular unit's internals were exposed to a cold soak. The handle portion of the device is not to be submerged in liquids. The IFU warning section states moisture exposure in the console can impact proper function. Also, in the section for cleaning the console cold soaks are not recommended. Only a wipe down with an appropriate disinfectant. The root cause for this complaint condition is being attributed to end user error. Correction and/or corrective action; none - no applicable correction available to train to at this time. The internal components affected by the cold soak were replaced at a charge. It was tested to specifications and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends. Proper cleaning instructions indicated in the IFU (imcry008-IFU).

Event description:
"Customer stated "freeze thaw buttons stick and does not work properly". "Would not thaw-button stuck-finally released. Has happened several times. Follow-up sent on 01/17/2019-"the freeze/thaw sticking occurring multiple times over the past year. However, it became the norm the last month or two we used it. I would say approximately 15-20 times. " ref e-complaint-(B)(4).